Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a highest glucose reading of 252 mg/dl and inquired about changing meal announcements; the device was assessed during the call and confirmed to be functioning as intended without alerts or alarms, and the user was referred to additional training. Symptoms included elevated blood glucose. Outcomes included no reported medical intervention, hospitalization, or emergency care. Investigation included user interview and troubleshooting education. Investigation of this case revealed no device malfunction and that the cause of hyperglycemia remained unclear. It was concluded that the device operated within specifications and that user training would be pursued for optimization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.